Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("migration of essure device location of device uterine cavity/coil had moved") in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain. Concurrent conditions included genital bleeding. Concomitant products included cilest (trinessa) for birth control as well as desloratadine (clarinex), multivitamin, naproxen and oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 6 years 4 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("side pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy / diagnostic laparoscopy for pelvic pain). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain and abdominal pain upper had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion x-ray - on an unknown date: coil had moved (B)(6) 2013: pelvic ultrasound does reveal a normal uterus with the essure coils noted. There were 2 simple cystic structures in the right ovary. Left essure coil appeared to be appropriate, but the right essure coil appeared to be very proximally placed and the distal end of the right essure coil was protruding somewhat and appeared to be just within 1 cm of the tube at the cornua. The coil was not perforated out of the tube, but it was very prominent and appeared to be easily noted and once again very proximal and most likely has migrated somewhat into the uterine cavity. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet and medical record received. Event per pfs: fatigue was added. Laboratory data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("migration of essure device location of device uterine cavity/coil had moved") in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (trinessa) for birth control as well as oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("side pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/diagnostic laparoscopy for pelvic pain) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain and abdominal pain upper had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion x-ray - on an unknown date: coil had moved. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient details, lab data, product information, concomitant drugs, events- migration of essure device location of device uterine cavity/coil had moved, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), side pain, abdominal pain, stomach pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\side pain'), device expulsion ('migration of essure device location of device uterine cavity/coil had moved') and perforation ('perforation') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Concurrent conditions included bleeding genital. Concomitant products included ethinylestradiol;norgestimate (trinessa) for birth control as well as desloratadine (clarinex), naproxen, oral contraceptive nos and vitamins nos (multivitamins). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy/ diagnostic laparoscopy for pelvic pain). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the device expulsion, perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. X-ray - on an unknown date: results: coil had moved. Diagnostic results: (B)(6) 2013: pelvic ultrasound does reveal a normal uterus with the essure coils noted. There were 2 simple cystic structures in the right ovary. Left essure coil appeared to be appropriate, but the right essure coil appeared to be very proximally placed and the distal end of the right essure coil was protruding somewhat and appeared to be just within 1 cm of the tube at the cornua. The coil was not perforated out of the tube, but it was very prominent and appeared to be easily noted and once again very proximal and most likely has migrated somewhat into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Event side pain clubbed with pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('migration of essure device location of device uterine cavity/coil had moved') and perforation ('perforation') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Concurrent conditions included bleeding genital. Concomitant products included ethinylestradiol;norgestimate (trinessa) for birth control as well as desloratadine (clarinex), multivitamin, naproxen and oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pain ("side pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and full hysterectomy with bilateral salpingectomy / diagnostic laparoscopy for pelvic pain). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain and abdominal pain upper had resolved and the device expulsion, perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. X-ray - on an unknown date: results: coil had moved. Diagnostic results: (B)(6) 2013: pelvic ultrasound does reveal a normal uterus with the essure coils noted. There were 2 simple cystic structures in the right ovary. Left essure coil appeared to be appropriate, but the right essure coil appeared to be very proximally placed and the distal end of the right essure coil was protruding somewhat and appeared to be just within 1 cm of the tube at the cornua. The coil was not perforated out of the tube, but it was very prominent and appeared to be easily noted and once again very proximal and most likely has migrated somewhat into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New events added: perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2013, she had surgery to remove essure). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.